Event description:
A hickman surecuff was placed. Approximately twelve days later, while flushing the blue lumen with 10cc of saline, a popping sound was heard. The line split at the bifurcation of the three lumens. The line was clamped and the patient returned to radiology for line replacement.